Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, section g report source and section h usage of device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 magnet was off, and the user was unable to access the drawer for medications. The field service engineer (fse) reseated the cables to resolve the issue and performed inventory test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main full height drawer 3 magnet was off. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main full height drawer 3 magnet was off. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.